Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, the customer experienced difficulty charging the pump. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. Customer¿s blood glucose level was 111mg/dl.